Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and uretex were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Reason for surgery: rectocele, intrinsic sphincter deficiency, urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 and on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2012 due to abdominal pain, multiple infection, urinary incontinence, mesh erosion, dyspareunia, scarring, and pelvic pain.